Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: "complaint alleges that device worked for several days and then discontinued to work." No pt injury reported.